Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: stockert; carto system; thermocool catheter. Other company¿s devices that were used in this study: 8mm tip (ablaze; japan lifeline), cabl-it: japan lifeline). Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 1 patient with electrical storm underwent radiofrequency catheter ablation for ventricular tachycardia after myocardial infarctions and suffered stroke occurred within 24 hours after the procedure. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿impact of catheter ablation of ventricular tachycardia in patients with prior myocardial infarctions.¿ the purpose of this study was to clarify the optimal procedure end point and the long- term follow-up data on catheter ablation for prior- myocardial infarctions. Fifty one patients were enrolled in this study between september 2004 and august 2012. Suspect device is navistar ablation catheter, however catalog and lot number are unknown. Concomitant products that used in this study: stockert; carto system; thermocool catheter. Other company¿s devices that were used in this study: 8mm tip (ablaze; japan lifeline), cabl-it: japan lifeline).